Event description:
It was reported by the customer that at the beginning of an oral facial procedure, leakage was observed coming from the attachment. The attachment was exchanged with an identical attachment the account had on hand. There was no reported change in the procedure. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the evaluation, the tech observed visual evidence that a fluid had leaked from the attachment. The attachment is non repairable.